Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that system performed as intended and no hardware was replaced. The hardware passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that during a cranial resection procedure they were inaccurate when around the tumor. They did a prone registration and had a hard time getting a large zone of accuracy. She said they were accurate superficially after registration, but the representative was not able to check the accuracy superficially during the call. The representative did check verify registration and saw that around the tumor the navigation system predicted 2.6 accuracy. At the tumor, the system was showing between 2.2mm-2.8mm, however, when the representative were navigating it was much further off than that. The surgeon stated that he felt it was a lot more than 3-5mm off. The registration was not optimal, we didn't have any zones of accuracy surrounding the tumor. Also, the MRI wasn't to protocol-spacing 0.5mm and thickness was 1.0mm. The surgeon was made aware of these items prior to beginning the procedure, but stated he would like to proceed forward. No impact on patient outcome. No delay.

Manufacturer narrative:
H3) the software team reviewed the logs and found a couple of registrations with an accuracy metric of 1.1mm to 4.8mm, but did not provide root cause of the reported behavior. Without exam archives there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Suspecting registration pattern. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.